Manufacturer narrative:
According to the IFU under the warnings section: a review of the manufacturing records for the identified lot revealed no abnormalities related to the reported information. All devices within this lot have passed final testing prior to release. (B)(4).

Event description:
User facility reported the novasure system alarmed due to an unsuccessful cavity integrity assessment (cia) test after multiple attempts. A second device was used but cia continued to be unsuccessful. A hysteroscopy was performed and a uterine perforation was observed. The procedure was aborted and no treatment was given.